Event description:
A customer requested review of system logs for an event occurring on (B)(6) 2022 at 12:56. A patient that was being monitored on the dpm6+ monitor connected to the benevision central monitoring workstation expired. No malfunction of monitoring systems was alleged by the customer. The customer reported that enhanced precautions were in place in the patient room and due to closed doors in the emergency department the audio status of the dmp6+ alarm was unknown, specifically during the 12:00 hour.

Manufacturer narrative:
System logs and ECG strips were collected for review, no malfunction was observed. On (B)(6) 2022 between 12:35 and 13:18 multiple high priority alarms were visually and audibly initiated on the monitor and include ventricular tachycardia, spo2 desaturation, extreme bradycardia, asystole, apnea, ventricular bradycardia and respiratory artifact.